Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that when the 2.75 x 23 mm vision was implanted at the ostial left anterior descending lesion, a dissection occurred. A 2.75 x 12 mm vision was used to overlap the stent and cover the dissection. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - dissection, is a known adverse event associated with coronary stenting. Additionally, dissection is listed in the no fault risk assessment as a post procedural complication. As there was no reported device malfunction during the time of the stent implant, there does not appear to be any indications of a product quality problem. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). A conclusive root cause for the reported pt effect, and the relationship to the product, if any, cannot be determined.